Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson & johnson floss, mint waxed for dental cleaning (route-dental, lot number-2771d, frequency and expiration date unspecified). During the first use, the cutter fell apart. The consumer stated that, she had two defective containers of floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.